Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose was 81 mg/dl. Troubleshooting was performed and upon follow up, customer reported battery appeared to be fine. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.